Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter¿s technical service center regarding an alarm on the homechoice (hc) during initial drain. The technical service representative (tsr) reviewed the alarm log and discovered a system error 2240 (air in line) alarm. The tsr advised the home patient (hp) to start over with new supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.